Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-product analysis: the device was returned and evaluated by product analysis on 09/21/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no abnormal pump behavior or issues. A manual date change was performed from 01/13/2015 to 08/13/2015. The last bolus was delivered on 08/16/2015; the last basal was delivered on 08/17/2015. The total daily dose history was appropriate for the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation was recorded accurately in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.